Manufacturer narrative:
One non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Embolic coil was unraveled and stretched with the rest of the device; it was still attached to the gripper. Part of the proximal side of the embolic coil, gripper and support coil were inside of the introducer. Kinks were noted in the device. No damages were noted in the introducer. Gripper was inspected under microscope and no anomalies were noted. The od from the delivery tube was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15264550 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Reported failure by the customer as "coil stretched" was confirmed; while the second failure reported as "resistance" could not be evaluated due to the condition of the received product (coil stretched). The damages noted in the device and the stretched condition in the embolic coil could be impacted in the failure reported. The cause of the kinks and the stretched condition noted in the device could not be conclusively determined however neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process in addition that the device meet with the od specification according the manufacturing procedures. Inspections are in place that prevents these kinds of damages leaving from the facility. Since the failure reported could not be evaluated and there are no indication that the failure experienced could be related to the manufacturing process; the failure reported remains inconclusively and undetermined therefore no corrective actions will be taken at this time. This is one of three products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00272, 1058196-2011-00273, and 1058196-2011-00274. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization procedure, the orbit rdfl complex fill coils (x3) stretched during placement in the aneurysm. There was no adverse event, and the procedure was completed with similar products. Resistance occurred at the distal shaft of the sl-10 microcatheter (mc) during insertion but there were no kinks in the mc that may have contributed. Additional force was utilized after the resistance was noted. During repositioning, the coils left in the aneurysm, while the microcatheter was repositioned. The instructions for use cautions to never advance, withdraw, or torque the delivery tube against resistance as this may cause damage and/ premature detachment of the embolic coil. If friction is noted the coil should be removed & if friction is noted with subsequent coils examine the infusion catheter and replace both if necessary. Additionally the IFU also cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. An adequate continuous flush was maintained through the mc at all times. The same mc was not utilized to complete the procedure; a guidewire was utilized to exchange the mc and maintained target site. The mc was not reshaped. A balloon or stent remodeling product was not used during the procedure. The target site was the acom. One non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Embolic coil was unraveled and stretched with the rest of the device; it was still attached to the gripper. Part of the proximal side of the embolic coil, gripper and support coil were inside of the introducer. Kinks were noted in the device. No damages were noted in the introducer. Gripper was inspected under microscope and no anomalies were noted. The od from the delivery tube was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The functional test could not be performed due to the conditions of the received unit (kinks and stretched condition). The reported resistance/friction during insertion could not be evaluated due to the conditions of the device. However, based on the report that there was resistance friction at the distal end of one mc with three different coils, it appears that the concomitant mc is a contributing factor. The cause of the kinks found on the hypotube and the stretched coil not be conclusive determinate; however, neither the analysis nor the DHR suggest that these damages could be related to the manufacturing process. Additionally inspections are in place to prevent these kinds of damages leaving from the facility. With review of the available procedural information in addition to the device interaction, there are identified procedural factors/device manipulations that may have contributed to the event. With review of the analysis and device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of three products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00272, 1058196-2011-00273, and 1058196-2011-00274.

Manufacturer narrative:
This is one of three products used during the same procedure on the same patient, which is associated with MFR reports 1058196-2011-00272, 1058196-2011-00273, and 1058196-2011-00274. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During a coil embolization procedure, the orbit rdfl complex fill coils (x3) stretched during the same case/placement in the aneurysm. There was no adverse event, and the procedure was completed with similar products. The products will be returned for analysis. Resistance occurred when the coils were inserted in the microcatheter with the distal shaft, but there were no kinks in the mc that may have contributed to the event. Additional force was utilized after the resistance was noted. During repositioning, the coils left in the aneurysm, while the microcatheter was repositioned. An adequate continuous flush was maintained through the sl 10 (mc) microcatheter at all time, however the same mc was not utilized to complete the procedure. Additionally, a guidewire was utilized to exchange the microcatheter and maintained target site. The mc was not reshaped. A balloon or stent remodeling product was not used during the procedure. The target site was the acom. The procedure was completed with same like product. No further information was available.